Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5082771) on 30-jan-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic cramping"), kidney infection ("number of kidney infection") and genital haemorrhage ("irregular bleeding") in a female patient who had essure (batch no. 787008) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included meloxicam (mobic). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion hospitalization), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("high increase in utis"), bacterial vaginosis ("bacterial vaginosis"), alopecia ("hair loss"), pruritus ("itching"), immune system disorder ("immune system 'compromisation'"), headache ("headache") and seborrhoeic dermatitis ("seborrheic dermatitis"), 4 years 2 months after insertion and 1 day after removal of essure. The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, kidney infection, genital haemorrhage, urinary tract infection, bacterial vaginosis, alopecia, pruritus, immune system disorder, headache and seborrhoeic dermatitis outcome was unknown. The reporter provided no causality assessment for alopecia, bacterial vaginosis, genital haemorrhage, headache, immune system disorder, kidney infection, pelvic pain, pruritus, seborrhoeic dermatitis and urinary tract infection with essure. The reporter commented: an injury (serious injury and hospitalization) was mentioned but not specified and /or assigned to one of the events. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5082771) on (B)(6)2019. The most recent information was received on (B)(6)2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic cramping"), kidney infection ("number of kidney infection") and genital haemorrhage ("irregular bleeding") in a female patient who had essure (batch no. 787008) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included meloxicam (mobic). On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion hospitalization), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("high increase in utis"), bacterial vaginosis ("bacterial vaginosis"), alopecia ("hair loss"), pruritus ("itching"), immune system disorder ("immune system compromisation"), headache ("headache") and seborrhoeic dermatitis ("seborrheic dermatitis"), 4 years 2 months after insertion and 1 day after removal of essure. The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, kidney infection, genital haemorrhage, urinary tract infection, bacterial vaginosis, alopecia, pruritus, immune system disorder, headache and seborrhoeic dermatitis outcome was unknown. The reporter provided no causality assessment for alopecia, bacterial vaginosis, genital haemorrhage, headache, immune system disorder, kidney infection, pelvic pain, pruritus, seborrhoeic dermatitis and urinary tract infection with essure. The reporter commented: an injury (serious injury and hospitalization) was mentioned but not specified and /or assigned to one of the events lot number: 787008 manufacture date: 2010-09 expiration date: 2013-09 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 19-apr-2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.